Manufacturer narrative:
No damage found at battery compartment threads. Device received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported a scratch on his insulin pump's screen, making it difficult to read. Customer's blood glucose is 200 mg/dl. He also reported that battery compartment threads are damaged. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.